Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted arcing while using the monopolar curved scissors (mcs) instrument and mcs tip cover. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on in-house da vinci robot system and driven with no problem. Instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, and performed cautery functions with no trouble. The tip cover accessory used in conjunction with the mcs instrument during the procedure was discarded by the hospital and will not be returned. Additionally, this event was initially reported on (B)(4) 2013, via medwatch report number 2955842-2013-01752. The customer reported complaint does not itself constitute a MDR reportable event; however; main tube crack found during the failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. This MDR is being submitted for retrospective activity performed relating to field action number 2955842-051613-005 to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. 48 - this instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.